Event description:
It was reported that episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. The suspected root cause of the event was ra lead damage. No intervention was performed at this time. The patient was stable.